Event description:
I am writing because of lack of response by resmed, the company who supplies s8 flow generator devices for people that have respiratory problems. In my case sleep apneia. After receiving their "recall" letter which advises that my s8 escape device is susceptible to fatigue and failure including electrical failure, i.e. Fire. I have repeatedly tried contacting them to get a replacement unit. I have left messages with their recall people, but seem to get a round around. The latest call resulted in the representative saying that my issue will be forward to her supervisor and that within 24 hrs, they will contact me with a scheduled date for replacement. This was the same thing told to me on 08/2007. I understand that a recall can cause delay because of the shear numbers, but I don't believe this is the case for this product as not all devices are part of the recall. I request your assistance in obtaining this device so that I can be able to sleep without waking up choking. Dates of use: 2005 - 2007. Diagnosis or reason for use: sleep apneia - choking or stop breathing.